Event description:
A distributor in france reported that a pump was no longer charging. There was no information available on any adverse impact to the customer¿s blood glucose level. The pump was not covered under warranty, and the customer decided not to return it.